Event description:
Customer reported that the item leaks where needle connects. No injury occurred. Medication was a vaccine.

Manufacturer narrative:
Based on comprehensive investigation, including batch record review, archive sample analysis, customer sample evaluation, and risk assessment, no abnormalities were identified in the affected lot (csoe05-01). All tested samples met the applicable product specifications and requirements, including iso 80369-7:2021 standards. The reported issue of needle hub leakage could not be reproduced during simulated clinical use. There is no evidence to indicate a manufacturing defect.as no defective sample was received for evaluation, the root cause could not be determined.additionally, no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority number, the residual risk related to the complaint is considered acceptable.